Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the catalog number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report.

Event description:
Patient reported a possible lap-band "port leak" first noticed when the patient felt no restriction and has "not lost weight in the last year." Device remains implanted. Additional information: healthcare professional has confirmed that the patient does have a leak and port revision surgery has been scheduled. Follow-up information: healthcare professional reported the device was successfully explanted.